Event description:
Additional information received from health care provider reported that they visualized suspicion of infection on (B)(6) 2015 the sample of fluid in the subcutaneous pocket was aspirated and sent for culture and sensitivity. The dbs and extensions wires were removed and sent for culture and sensitivity. The right chest incision site swab and fluid grew staph aureus.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A healthcare professional (hcp)of a patient whose indication for use is movement disorders reported that the patient's dbs (deep brain stimulator) and extensions were explanted six week ago due to infection. It was also reported that the dbs had eroded through patient's skin. The patient underwent successful antibiotic therapy and now has had resolution of the infection.